Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the device did not suction, but instead pushed out of the front of the shaver. There was no harm for patient, operator or third party reported. No further information received. Update 12-mar-2026 it was confirmed that the device failure occurred during a postoperative follow-up after derotation surgery with femoral nail and arthroscopy. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.